Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -10.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.